Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the battery charger displays an error code when charging a battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (displays error code when charging a battery pack) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the failure was isolated to a thermally damaged q1 current-controlling transistor and damaged j700 on the bedside board. The root cause for the damaged transistor and damaged j700 component was unable to be positively identified. No adverse event resulted from the defective battery charger/modem.